Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Was reoperation necessary to remove the suture and re-close the wound? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an animal underwent a laparotomy on an unknown date and suture was used. During the ¿gentle¿ cleaning of the cutaneous wound (passage of a compress to remove the blood) in the immediate postoperative period, the suture broke in the length of the overjet. The knot remained intact. The wound was revised using another suture of the same product code. Additional information was requested.